Manufacturer narrative:
The reported complaint of unknown error message on the thermogard xp ivtm system (serial #:(B)(4)) was not confirmed during functional test. Also, the reported broken pump lid and a cracked on the pump rotor were confirmed during visual inspection. The thermogard xp ivtm system is a reusable device and was manufactured in january 2011. The reported broken pump lid and a cracked pump rotor were replaced. The device has been operating for 7 years and has exceeded its expected serviceable life of 5 years. All damaged parts identified were likely attributed to user mishandling. During archive review, multiple error codes tcmid: 5.5.1 (coolant diif failure) and 5.8.1 (cooling engine sensor low alarm) were identified in the event logs. Since the reported error code was unknown, these error codes identified considered confirmation of the reported error issue. Please note that the tgxp is equipped with two lm34 solid state temperature sensors. These are connected to, and monitored by, two different logic boards. Disagreements between the two temperature readings will cause the control program to stop the pump on the tgxp, write an event code to the error log, and sound an alarm. The 5.8.1 cooling engine sensor low alarm message informs the user that the lm34a primary coolant sensor has sensed a bath temperature less than -2.0ºc for 30 seconds. And also, 5.5.1 (coolant diif failure) can be triggered. Initial functional testing passed all functional tests. Errors could not be reproduced. The console is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial number (B)(4).

Event description:
During ivtm therapy, the facility nurse observed an unknown error code displayed on the thermogard system (serial #:(B)(4)), however, the hospital technician tested the console and found no error. Also, a broken pump lid and a scratch on the pump rotor were observed. No known impact or consequence to patient was reported.